Event description:
It was reported that pump experienced malfunction alarm that could not be reset, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, provided instructions for putting pump into storage mode and returning malfunctioning pump within required timeframe, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.